Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 399 mg/dl and was treated with manual injection or insulin pen. Customer's blood glucose value at the time of call was 151 mg/dl. Customer experienced symptoms as tremor and thirsty due to high blood glucose. In addition to that customer reported pump retainer ring damage and bent cannula of infusion set which led to cause high blood glucose. Troubleshooting was not performed for high blood glucose and it was unknown whether insulin pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. Trouble shooting was performed for retainer ring damage and damage was confirmed. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Test p-cap locks properly into the reservoir compartment. Pump was cut open for visual inspection and found evidence of moisture confirmed on pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, missing display window cover, partially broken retainer, keypad overlay texture damage, battery tube threads - cracked, cracked case - corner of belt clip rails. Damaged retainer ring confirmed during analysis. Pump passed full drive test. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.